Manufacturer narrative:
Additional information: section d: expiration date. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke scs system remains implanted. The root cause of the reported pain at the evoke cls implant site cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed to reposition the evoke cls and resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.